Event description:
An alarm issue was reported with the adc device (reader). The customer indicated a signal loss alarm issue and therefore customer was unable to obtain glucose alarms. The customer was unable to be made aware of changing glucose levels and experienced a loss of consciousness and was treated with glucose via IV by firefighters. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the reader and no issues were observed. An extended investigation was performed. Visual inspection was performed on the returned reader and no physical damage was observed. A beeper and vibrate test was performed through the input of commands into approved software, and observed the audio and vibration both function properly. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed no signal loss alarm was present. Ble functionality test was performed by activating sensor with returned reader and signal and sound icons were shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and sent command to the reader, to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi values were present . The generation of 5 ble packets indicate that there is no issue with the returned reader, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (reader). The customer indicated a signal loss alarm issue and therefore customer was unable to obtain glucose alarms. The customer was unable to be made aware of changing glucose levels and experienced a loss of consciousness and was treated with glucose via IV by firefighters. There was no report of death or permanent injury associated with this event.